Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to the metal part of endo therapy accessory/cleaning brush interfered with biopsy port during insertion/withdrawal, causing the shaved port. The event can be prevented by following the instructions for use which state: "3.2 inspection of the endoscope 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bending section cover of the bronchovideoscope was leaking. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps channel port was shaved. The report is being submitted due to shaved port found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the bending section cover was leaking. Also, evaluation found the bending section cover adhesive was detached, the bending section cover was cut, the bending angle in the up/down direction did not meet the standard value due to wear of the angle wire, the image guide protector was cut, the suction cylinder was shaved, the universal cord was dented, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.